Event description:
From 9/93 - 1/28/94, there have been 5 incidents of the balloon on the silicone foley catheter rupturing. 4 times the balloon had already been placed into the patient's bladder. 1 time the balloon ruptured during test inflation prior to being inserted into the patient. The balloons were inflated with sterile nss and did not appear to be over-inflated.